Manufacturer narrative:
The fractured implant was returned to 3m espe for evaluation. It appears that the implant fracture was due to cantilever loading. Additionally, the implant had tool marks on the o-ball and square which can be indicative of excessive force during placement. In this case, the dental office used a torque wrench and indicated that the recorded force was at least 30 n-cm; 3m espe recommends that the minimum amount of force is 35 n-cm. Since the exact force being applied was not reported to 3m espe and since the returned implant had tool marks, it remains unknown if the force actually exceeded the 3m espe. IFU recommended maximum force of 45 n-cm. This current reportable adverse event is the second adverse event being reported for the same patient. The first adverse event was reported under two manufacturer reports 3005174370-2014-0031 and 3005174370-2014-0032, respectively, because it was originally reported to 3m espe that two different implants were involved in that first adverse event. However, based on information gathered for this second event, it was determined that the mdi 2.4mm x 13mm mdi max with an o-ball head and collar (mod-13) implant was the suspect device for both the 3005174370-2014-0031 and 3005174370-2014-0032 manufacturer reports. Therefore, follow-up reports will be submitted.

Event description:
Six 3m espe mdi implants were placed in the patient's maxilla on (B)(6) 2013, in tooth positions 4, 6, 8, 9, 11, and 13. On (B)(6) 2015, 3m espe was notified that one of the mdi 2.4mm x 13mm mdi max with an o-ball head and collar (mob-13) implants fractured; the implant piece is planned to be removed by taking full thickness flap, using a bur to dig around the implant, and using hemostats to remove the implant piece. All implants were loaded with metal housings immediately, except 13 which was soft-relined. The force recorded by the dental office on the torque wrench was at least 30 n-cm for all implants except for tooth numbers r4 and 13, which were recorded at 20 n-cm, and 12 n-cm, respectively. Patient is reported to be experiencing some pain and is under a pain management contract with a medical doctor.